Manufacturer narrative:
No part has been returned for further investigation. However, previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Event description:
The customer reported that a ventilator had a nav-ring issue during preventative maintenance (pm) and that the touchscreen was not working. The device was evaluated by the customer and a philips field service engineer (fse). The field service engineer verified the nav-ring issue. The fse replaced the front bezel (nav-ring). The unit was then functionally tested and successfully passed testing. The unit was returned to service. No other anomaly was reported.